Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported leak was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion located in the native vessel. Predilatation was performed prior to the attempt to cross. An attempt was being made to pass a 2.5x18 mm rx xience v stent delivery system (sds) into the native vessel through a previously stented saphenous vein graft to the 2nd obtuse marginal. The sds would not pass through the stented vessel and blood was noted in the stent balloon lumen indicating balloon rupture (leak). The sds was removed and replaced with a similar sized xience v sds. There was no resistance reported during retraction of the device from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.